Event description:
On (B) (6) 2007, the pt had a palmaz genesis stent implanted in the sma artery. The pt came back on (B) (6) 2010 for a follow up, and it was noted that half of the stent broke off in the aortic wall. The other piece remained in the sma artery with an area of stenosis proximal to it (presumably where the stent fractured). The pt had symptoms of increase in weight loss and decreases of blood flow to the bowel. The pt was noted to be fine without any further issues. The pt's medications included accupril, norvasc, protonix and reglan. The pt was compliant with taking the medications.

Manufacturer narrative:
Another stent was placed to treat the original stent fracture. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Nitinol stent fractures are potential complications of this type of procedure and are listed in the IFU as such. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.